Event description:
The customer was hospitalized for high blood glucose. It was reported that the customer had higher bg than normal for the last five days. A fixed prime test was performed and the insulin exited. The high-pressure test and self-test passed. However, it was reported that the hosp staff noticed the infusion set cannula was bent and also the pump display was scratched.